Manufacturer narrative:
Manufacturer¿s investigation conclusion: analysis of the log file provided by the account confirmed elevations in pump power and estimated flow; however a specific cause could not be determined through this evaluation. No atypical alarms were captured and the pump operated above the low speed limit for the duration of the log files. The log file appeared to show the system operating as intended. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. The heartmate ii lvas IFU lists hemolysis as an adverse event that may be associated with the use of the heartmate ii lvas. Information regarding the recommended anticoagulation therapy and inr range can also be found in this document. No further information was provided. The manufacturer is closing the file on this event.

Event description:
No equipment was exchanged and no right heart cath was done. The patient was started on heparin drip and ldh levels monitored until they returned to normal level. Inr therapeutic, then patient was discharged.

Manufacturer narrative:
Event: additional information.

Event description:
Patient was admitted to hospital for shortness of breath and fluid retention. After amplatzer, ramp echocardiogram completed, and speed increased to 10000rpm. The log file analysis showed that the powers and flows were trending upward associated with a decrease in the average pi. There were no other unusual events seen within the log file. The ventricle assist device was functioning as intended.

Manufacturer narrative:
Approximate age of device ¿ 3 years 9 months (the age is calculated from the date of implant to the event date.) No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted for heart failure symptoms on (B)(6) 2019. The patient reported congestive heart failure (chf), elevated lactate dehydrogenase (ldh) and powers up to 7. Of note, low speed advisory on (B)(6) 2019 was consistent with vad rpm change during ramp echocardiogram, ldh was 454 on admission. Patient was on triple therapy: 325 mg aspirin, dipyridamole, and higher inr goal of 2.5-3.5. Inr was 3.3 on admission. Right heart cath was done on (B)(6) 2019. Severe aortic insufficiency noted on echo.